Event description:
It was reported that the pacemaker triggered an alert notification from latitude indicating security mode activation. The physician wants to know the possible causes for the pacemaker going into safety mode three weeks after implantation. Additionally, pocket stimulation was alleged. Subsequently, the patient was admitted, and the device was explanted and replaced. Data analysis was performed, and boston scientific technical services indicated the pacemaker had demonstrated unusually high-power consumption and unstable right ventricular pace impedance measurements. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the pacemaker triggered an alert notification from latitude indicating security mode activation. The physician wants to know the possible causes for the pacemaker going into safety mode three weeks after implantation. Additionally, pocket stimulation was alleged. Subsequently, the patient was admitted, and the device was explanted and replaced. Data analysis was performed, and boston scientific technical services indicated the pacemaker had demonstrated unusually high-power consumption and unstable right ventricular pace impedance measurements. No additional adverse patient effects were reported. The device was returned for analysis.